Event description:
Reportedly, there was no patient card in the ICD boxes.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Serial numbers of the devices involved: (B)(4).

Manufacturer narrative:
Preliminary analysis revealed that the boxes was manufactured and delivered according to all applicable procedures.

Event description:
Reportedly, there was no patient card in the ICD boxes. Preliminary analysis revealed that the boxes was manufactured and delivered according to all applicable procedures.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, there was no patient card in the ICD boxes.